Manufacturer narrative:
(B) (4). (B) (4).

Event description:
According to the reporter: the client reports that the staples did not close properly. There was no ill-effect to the patient; the staff applied another device. There was no bleeding or tissue damage. However, removal of staples extended operating room time more than 30 minutes.